Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and none of the buttons were responsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was broken. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.